Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Review of the pump data logs by tandem technical support verified that a bolus was manually requested by the customer when the pump detects a downward bg trend. Customer acknowledged that pump was working as intended. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.